Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired gdp-10 graft delivery system disposable was used on a patient. The gdp-10 disposable was labeled with an expiration date of 01/2018. The procedure was performed on (B)(6) 2018. Patient¿s age, gender and weight are not available at this time. Patient outcome is not available at this time. The gdp-10 graft delivery system set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the disposable set was not available for return. Harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. The device history record (DHR) for this lot was reviewed to determine the components that would have been expired at the time of use. The following components were past their expiration date:- gdp-10 (51449)ln 505001, expiration 2018/01. All other components were within the expiration date at the time of the procedure. Review of the DHR did not reveal any issues that would have contributed to the use of expired product as experienced by the customer. Correction: the terumo bct account manager notified the customer, distributor, and completed retraining.

Manufacturer narrative:
This record is being filed to provide additional information. Root cause: the cause for use of the expired set was that expired product was provided to the customer by the distributor. Human error of not checking inventory contributed to the use of the expired stock. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient¿s age, gender, weight and outcome.